Event description:
The account stated that the aeroset analyzer has generated elevated co2 results of 34-36 meq/l. Upon repeating on another analyzer the results were in the normal range. No specific results were provided or specific patient details.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
A field service representative (fsr) was dispatched to the account. The fsr replaced the degasser unit to resolve the discrepant result issue. The fsr performed a start up and ran sample and controls to verify the aeroset performance after the degasser unit was replaced. The complaint analysis and trending system was reviewed and no adverse trends were identified due to issues with co2 discrepant results, or discrepant results generated due to degasser unit malfunction. The aeroset operations manual was reviewed and was found to contain adequate information on resolving discrepant results. No product deficiency was identified. This is the final report.